Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. The catalog number and lot number of the disposable laser fiber used during the procedure are unk. A review of the hardware service records for the complainant's delta15 plus alc/us laser generator (serial number (B)(4)) during the procedure noted no issues. The instruction for use, which is supplied with this product, list pts with deep vein thrombosis (dvt) as a contraindications.

Event description:
A pt of unk age and unk gender presented for an endovenous laser treatment of the great saphenous vein. The treatment was successfully completed with this device and no complications were noted. A follow up with ultrasound noted that the pt presented with a deep vein thromboses (dvt). The treating physician placed the pt on an unspecified declotting agent. It was reported that the pt responded positively to the dvt treatment. A second follow up noted that the clot had been reduced and was undetectable. There was no report of harm or injury to the pt.